Event description:
It was reported that a confirmed motor stall was noted in the pump event logs; no motor stall recovery was recorded. The patient had an MRI on (B)(6) 2011.

Manufacturer narrative:
Catheter model #: 8709sc, lot #: n269835003, implanted: (B)(6) 2011, explanted: unknown.